Manufacturer narrative:
The customer was experiencing discrepant hemoglobin results generated by the celldyn sapphire analyzer. A review of the complaint information and submitted data found that several of the parameters were marked as suspect or invalid. In addition, data faults were noted for most of the samples. These faults alert the operator to data conditions that require further examination. Field service was performed. Upon replacement of the piston pump assembly (worn from normal use), the issue was resolved. Preventive maintenance was also performed. Customer complaint data was reviewed and no adverse trends were identified. The celldyn sapphire operation manual was reviewed and was found to adequately address the issue. The investigation did not identify a deficiency.

Event description:
The customer was experiencing discrepant hemoglobin results generated by the celldyn sapphire analyzer. Patient (B)(6) generated hemoglobin results of 8.26, 8.07, 6.78 and 8.00 g/dl. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.